Event description:
It was reported that signal loss occurred. On 09/12/2024, it was reported that the pediatric patient experienced signal loss on the 12th of september at 09:00am. The parent mentioned they did have a blood glucose meter, but it was still hard to manage the patient´s diabetes with just a blood glucose meter. No blood glucose readings were reported from the day of the event. The day after the signal loss, the patient was at school, and was not in an active sensor session anymore due to the issue. It was not known if the patient had a blood glucose meter when they were at school. The patient experienced headaches, fatigue and weakness, high ketones, and dark urine. When a fingerstick was taken, most likely by the school nurse, the blood glucose reading was 688 mg/dl. The patient was brought to the hospital and was treated with intravenous insulin and fluids. It was not known how much time the patient spent at the hospital. . At the time of the report, the patient was stable. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.